Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was the freezing of the image for two seconds and then unfreezing. In the relief time hd/sd setting, the time at which the endoscope image (hd/sd) is still (relief time) can be set for each connected device when releasing, so if this setting is changed, freezing can occur. It is likely that the "release time hd/sd" setting in the system setting had been changed to 2 seconds.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown diagnostic procedure the device intermittently exhibited freezing of the image for two seconds and then unfreeze. There is no patient harm reported.